Event description:
It was reported that a replacement dexcom g6 continuous glucose monitor (cgm) sensor was started on the ilet, and a bluetooth pairing issue between the pump and cgm was identified after the sensor failed to pair; customer care provided troubleshooting to re-pair the sensor, after which the pump showed connection activity and a warm-up period began. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.